Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer did not have the pump available at the time to perform a reset, but technical support provided pump reset information and advised the customer to call back if the issue persisted.